Manufacturer narrative:
It was reported that during deployment of the manta device the suture separated from the handle. The clinical representative present could not view the tension gauge window during deployment; therefore, he was unable to confirm the color of the tension gauge label (green or red). The color red in the tension gauge window would have been an indicator that the user was deploying manta with too much force which can lead to the failure of the manta device. Additionally, the device was never returned to the manufacturer for investigation. The root cause of the failure of the manta device is inconclusive due to not having enough information. There was no clinical harm as a result of this failure. Extravasation was noted on the closure angiogram and a slight ooze was noted at skin level which was resolved with 5 minutes of manual pressure. Manual compression to achieve a quicker time to hemostasis is a clinically accepted therapy and a common practice in the use of vascular closure devices. The manta implant requires time for the blood and collagen to interact. This begins the clotting cascade which results in the closure of the access site. The IFU lists a precaution that, "in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis." Additionally, the IFU identifies oozing from the puncture site as a potential adverse event associated with the use of the manta vascular closure device. The DHR (device history record) was reviewed and no non-conformity was identified. Based on the low occurrence rate, this appears to be an isolated incident with no indication of a gross quality issue related to design or manufacturing of the manta product.

Manufacturer narrative:
The physician was said to pull "too quickly" and pulled tension "past two clicks." The us IFU states "while maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of puncture." Do not pull past green (in the tension gauge window). Excessive force may cause vessel damage. Only light tension (yellow/green) is required. An investigation has been opened to visually inspect the device once returned, review device history record, and review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
A trans aortic valve replacement (tavr) was performed on (B)(6) 2019 the activated clotting time (act) at the time of closure was 327 and an unknown amount of protamine was given. It was reported that the physician pulled tension to two audible clicks while advancing the lock advancement tube. The physician stated that he only heard one click. The teleflex clinical proctor attending the case, could not confirm if the color in the tension gauge window was pulled past green to red due to the tension gauge window facing the physician when tension was pulled. The proctor said the physician "simply pulled to quickly." The suture was said to have "pulled through the device and separated" from the handle. A small amount of extravasation was seen on the post closure angiogram. There was also a "slight ooze" at the access site that was resolved with 5 minutes of manual pressure.